Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported the left ventricular (lv) lead exhibited intermittent capture at an output slightly lower than the output that caused the patient to experience diaphragmatic stimulation. The lv lead was explanted and replaced. It was further reported that during the replacement procedure, when inserting the right atrial (ra) lead through the introducer, the physician felt they damaged the lead. The ra lead was attempted but not used and was successfully replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d314trg bi-ventricular defibrillator, 2013-(B)(6). (B)(4).